Manufacturer narrative:
The provided quality control data showed imprecision. The field service engineer replaced and adjusted probes and nozzle tips. The heat cut filter, check valve, cleaning wire, vacuum module, and pressure gauge were replaced. The gear pump pressure was checked. Pipetting accuracy and precision checks were performed and these were acceptable. A hardware check was performed and was acceptable. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas 6000 c501 module. The sample initially resulted in a creatinine value of 0.61 mg/dl. The customer decided to repeat the sample since the patient usually has creatinine values falling between 1.5 mg/dl and 1.8 mg/dl. The sample was repeated in another laboratory using an unknown method, resulting in a creatinine value of 1.5 mg/dl.